Manufacturer narrative:
A siemens headquarters support center (hsc) specialist reviewed the instrument data and identified an unreadable sample ID. The hsc specialist could not locate the two sample ID's within the instrument error log. The cause of the mismatch of sample ids causing discordant results on two patient samples is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
The operator of a streamlab automation system reported a mismatch of sample (B)(6) and (B)(6) causing discordant results to be generated. Sample ID (B)(6) was identified as sample ID (B)(6) by the instrument and was analyzed on a dimension vista instrument and on an advia centaur xp instrument for an incorrect panel (hormonal panel) of tests. The operator identified the sample mix-up and repeated the test panel for sample ID (B)(6). Results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the mismatch of sample ids causing discordant results.